Event description:
The report from hospital say: on (B)(6) 2021, while the child was using the ventilator, the blood gas analysis found carbon dioxide retention, but the cause was not found, and the blood gas was rechecked and the carbon dioxide retention was more and more obvious. Hamilton-c1 made in (B)(6) 2019

Manufacturer narrative:
Based on the available information, the root cause is the external hose or wall connector. Within this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event. Due to the root cause being the external hose or wall connector this issue is deemed not to be a reportable event. No further investigation or correction will be performed except those mentioned above.